Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient was intubated with device and the surgeon discovered the anti-flammable coating on the tube was frayed. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The visual examination of the returned product showed signs of contamination and usage. Design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed a partially separated laser guard foil around the middle of the tube shaft as well as creasing of the material layer. Furthermore, the laser guard foil was damaged (signs of burning) in the middle area of the tube. The performed visual examination confirmed the reported issue of laser guard foil is frayed. Based on the damage characteristics, especially the orientation of the frayed laser guard foil and the burned part of the laser guard foil, the issue was most likely caused by improper usage of the laser tube. No manufacturing related root cause could be identified. The manufacturing date was q1/2016 (identified by product code on the device). Hence, this product should not have been on the market because of a recall.

Event description:
Customer reported patient was intubated with device and the surgeon discovered the anti-flammable coating on the tube was frayed. No patient injury reported.